Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen harder to read. Customer reported that the act button had a connectivity issue and had to be pressed more than once to work, there was crack near reservoir compartment opening. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.